Event description:
It was reported that an asymptomatic patient presented in-clinic for followup in backup vvi. The patient's heart rhythm was normal with active hv therapy. A device download was performed successfully and patient will be monitored normally.